Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. In addition, the sterilization records were reviewed and no issue was found. No additional complaints were reported under the same lot number. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast reconstruction with a mentor cpx 4 breast tissue expander 450cc device and acellular dermal matrix on (B)(6) 2019 developed left side seroma and infection with staphylococcus aureus bacteria that was observed on (B)(6) 2019. The patient underwent explantation on (B)(6) 2019. Per reporter, the patient had the expander replaced (date of implantation unknown). The patient was hospitalized until (B)(6) 2019 and was reported to be in stable condition post explantation. The device was discarded and therefore device analysis cannot be completed. There was no issue reported with look or feel of the device preoperatively and no known problem reported with the packaging. Furthermore, the surgeon placed the implant into the patient. This issue is most likely related to patient's pre-existing condition. Furthermore, an adermal cellular matrix was placed with the implant, which also has the potential to cause patient inflammatory reaction.